Event description:
It was reported that the screw broke and came out with inserter when the inserter was pulled out. Broken pieces remained in patient body.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the screw broke and came out with inserter when the inserter was pulled out. Broken pieces remained in patient body.

Manufacturer narrative:
Alleged failure: screw broke and came out with inserter when the inserter was pulled out. Broken pieces remain in patient body. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use of excessive force, 2) leveraging of the screw against the bone, 3) inadequate assessment of bone quality, pilot hole not prepared. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.